Event description:
It was reported that the pt had high lead impedance on diagnosis in 2005. X-rays were taken and did not show any anomalies, per physician. It was noted that a portion of the lead was behind the generator and could not be visualized/assessed. The pt underwent full revision surgery due to the high impedance on (B)(6) 2005. Only the explanted generator was returned to the MFR for analysis. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Inspection of the returned intraocular lens at the manufacturing site confirmed a small black mark in the optic of the lens. The optic was otherwise clear. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.

Event description:
A surgeon reported he explanted a multifocal intraocular lens(iol) 6 months after implantation due to his suspicion of glistenings in the optic of the iol.

Manufacturer narrative:
The intraocular lens associated with this report was received and inspected under illuminated 10x magnification. Tiny black marks were noted in the optic of the iol, similar to yag marks. The lens was transferred to the manufacturing site for additional analysis. An update to this report will be submitted on completion of this analysis. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related. The lens met all manufacturing specifications prior to release.